Manufacturer narrative:
This customer reported three (3) falsely elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii using test kit 2537m. Customer reported they are no longer using the same test kit lot and are unable to provide the sublot number. Customer reported the leadcare ii analyzer initially did not initiate countdown prior to receiving the presumed falsely elevated patient results. Customer reported level 1 and level 2 controls were within the target range according to the package insert instructions: level 1 = 12.1 ug/dl (target range = 6.8-12.8 ug/dl) and level 2 = 26.6 ug/dl (target range = 26.2-34.2 ug/dl). Customer reported receiving an elevated leadcare ii patient blood lead test result of 8 ug/dl with corresponding venous confirmatory test result of "normal". During troubleshooting technical services (ts) asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations in the IFU including: drying patient hands with paper towels rather than allowing hands to air dry. Contact with skin when removing first drop of blood. Not wiping the outside of the capillary tube. Not mixing the treatment reagent (tr) tube by inverting 8 to 10 times. The customer confirmed they do not use third party micro-collection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection. Ts provided the cdc capillary collection video. On 06/02/2026, the customer reported they have seen no additional elevated patient blood lead test results. The customer reported they are following the cdc recommendations for capillary blood lead collection. Customer reported they were satisfied with the assistance provided by (B)(6).